Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 9 infusion set cannula was kinked event from 08-mar-2024 to 01-may-2024. The event occured within 3 hours of insertion. The infusion set was in use for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 1 of 9.